Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that about a month ago the battery was replaced and the pump would not turn back on. The reporter stated she tried three different brand new batteries, and could not get the pump to turn on. The patient has reportedly been using a backup pump from the healthcare provider since the issue occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.